Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70 (sn:(B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70 (sn:(B)(4)) device evaluation indicated that distal tip of the device (electrode #1) was flattened, and the cable #2 was open within the distal array. Since there was no complaint regarding to the impedance anomaly, the damage was considered an explant damage.

Event description:
A report was received that the patient did not want to charge the ipg since it was giving an electrical charge. It was noted that every time the patient charges the ipg it would shock the patient. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was getting shocked in the leg and stomach when charging the ipg.

Event description:
A report was received that the patient did not want to charge the ipg since it was giving an electrical charge. It was noted that every time the patient charges the ipg it would shock the patient. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient did not want to charge the ipg since it was giving an electrical charge. It was noted that every time the patient charges the ipg it would shock the patient. The patient underwent an explant procedure.